Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on available information, a cause for the reported atrial perforation could not be determined. Additionally, atrial perforation is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Tis is filed to report a perforation and intervention. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). During a mitraclip procedure, an atrial septal defect (asd) closure device was used due to a left-to-right shunt. This caused a drop in blood pressure. It was unknown if the steerable guide catheter (sgc) was responsible for the left-to-right shunt, but high atrial pressure was a contributing factor. The procedure was successfully completed. The mr was reduced to grade 1. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.